Manufacturer narrative:
Combination product: yes. -

Event description:
It was reported that this lead was explanted due to oversensing. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, cuts in the insulation were noted and a deformed shock coil. These damages most likely occurred during the explantation procedure. Further inspection did not reveal any deviations which can be considered to be the root cause of the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Based on the available information an interaction between the shock coil of the predecessor lead and the ring electrode of the lead under complaint cannot be excluded.